Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: you should only use the syringes and needle tips that come with your t:slim x2 cartridges. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence with multiple cartridges. Reportedly, customer was not using cartridges obtained from tandem. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 110 mg/dl.